Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had constant beep/audio anomaly. Customer's blood glucose at time of incident was 432 mg/dl. Customer stated the constant tone during normal use. Customer was unable to clear alarm. The customer was advised that the device that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump was received stuck in a flashing white lcd with audio beeps due to a cracked lcd controller. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self-tests due to the flashing white lcd. The pump had a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.